Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the investigation is complete. D4 UDI number (B)(4) h6 health effect impact code non-serious injury/illness/impairment.

Event description:
Edwards received notification of a pascal procedure in the mitral position where loss of wire access across the septum required guide sheath removal, repeat device preparation, and repeat transseptal puncture. During guide sheath advancement, microbubbles and transient st-segment elevation were observed. The introducer and wire were removed. St elevation resolved. The device was re-prepped. The procedure continued with the patient remaining stable and no further bubbles observed during implant delivery. The procedure was completed, and mr (mitral regurgitation) was reduced from severe to none/trace.